Event description:
It was reported that the primary collimator on the 9600 system was not installed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was installed during the svc call. The system was tested and found to be working as intended, and put back into svc.